Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 830am. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. Later that afternoon, the reporter claimed the patient had symptoms of thirst and nausea. The patient was brought to the emergency room (ER) and obtained a blood glucose result of ¿420 mg/dl¿ with the ER/ hospital meter. The patient was administered intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca was informed the subject had ¿water damage.¿ replacement product was still sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.